Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited fluctuations in right atrial (ra) and right ventricular (rv) threshold measurements over the year prior. Measurements had stabilized but variations have recurred. A review of device data was requested. Technical services (ts) advised far-field r-wave and t-wave oversensing were exhibited. Ts provided the ra channel exhibited a low amplitude that was intermittently undersensed. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.